Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was difficult to operate. The following information was provided by the initial reporter : it was reported the device was difficult or unable to operate. Date of event : not provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was difficult to operate. The following information was provided by the initial reporter : it was reported the device was difficult or unable to operate. Date of event : not provided.